Event description:
Customer's pump does not charge. There is no reported impact to the customer's blood glucose levels.

Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received.